Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: 5554-53 lead, implanted: (B)(6) 2005..

Event description:
It was reported that the patient experienced syncope and was hospitalized. The right ventricular (rv) lead exhibited intermittent capture. The physician considered that the pacing failure was highly likely to be due to temporary increase of threshold with the patient physiology. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.